Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had uncomfortable stim. Patient was out of dinner last week when the implantable neurostimulator (ins) was shocking him and went crazy for 20 mins. Patient used his patient programmer (pp) to check the device the next day and stim was on but he wasn't feeling stim on program 2 at 3.1v, so he tried to increase stim up to 5.1v and he did not feel any stimulation. Patient confirmed ins status during the call and the therapy was on. There was no fall or trauma related to the issue. Patient services walked patient through how to change program from program 2 to program 3 and patient was able to feel stim on program 3 at .9v. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the shocking sensation and lack of stimulation was resolved. So far, program 3 was working alright for them. They hadn't notified their healthcare professional about the issues.